Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). The cause for low bg levels was unknown. Customer declined to upload pump data for tandem technical support to review. Customer addressed low bg levels with orange juice, glucose tablets, and a candy bar. Recommendation was made to discuss diabetes management with customer's health care professional.